Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the when they screw reservoir, the cartridge felled off. Customer¿s blood glucose level was unknown. Customer also reported unusual grinding noises different from the normal rewind noises, the insulin pump shoot or squirt insulin out of the infusion set during priming, instead of just dripping out and unexplained and random no delivery alarm. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.